Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that about a week prior to the report there was a lightning storm and lightning flashed five feet away from her. Since then, her implant had been turning on/off on its own without her using the patient programmer. The patient stated that she knows how to use her patient programmer and was redirected to their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.